Event description:
The valve was retrieved due to stenosis and central regurgitation, as noted by echo and cath prior to explant. Product inspecion indicated thrombus was also present. The valve was replaced with no additional patient complication reported.